Event description:
It was reported that increased pacing lead impedance was observed. The lead will be scheduled for revision. The lead remains implanted. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.